Event description:
It was reported that a 25mm portico tavi valve was implanted on (B)(6) 2021. Post procedure - after leaving procedure room a pacemaker was implant due to atrioventricular (av) block with sinus bradycardia heart rhythm. The final implant depth of the portico valve was 6-8mm and the patient baseline rhythm was sinus during the procedure. Patient stable, av block resolved with the pacemaker. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 25mm portico tavi valve was implanted on (B)(6) 2021. Post procedure - after leaving procedure room a pacemaker was implant due to atrioventricular (av) block with sinus bradycardia heart rhythm that was on the onset of the procedure and after valve implantation. The final implant depth of the portico valve was 6-8mm and the patient baseline rhythm was sinus during the procedure. Patient stable, av block resolved with the pacemaker. No additional information was provided.

Manufacturer narrative:
An event of atrioventricular block and bradycardia was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.